Manufacturer narrative:
This report is submitted on february 21, 2017.

Event description:
Per the clinic, the electrode array was partially inserted in the cochlea, resulting in the decision to explant the device. The device was explanted on (B)(6) 2013 and the patient was reimplanted with a new device.

Manufacturer narrative:
This report is filed on march 07, 2017.